Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Suction tube broke at the proximal end during first use. No intervention was reported; however, there was a surgical delay of 15 minutes. The broken part was removed under direct visualization. Another device was readily available.

Manufacturer narrative:
The device was returned in two pieces. The device was broken at the point where the tubing is connected to the thumb plate on the hub side. We noted that the tube at the point of breakage is mangled and there are marks on the tube near the hub. After inspecting the instrument, we believe this device failed due to misuse by the end customer and not by design or manufacturing methods used on our end. As you know, these suction tubes are very delicate in design and need to be cared for while in use and in the sterilization department afterwards. The device appears mangled where the footplate meets the tube and deep scratches appear on the other end where the item snapped, leading us to believe this was caused by user error. Based upon our examination and the investigation by the manufacturer, it would seem that the device may have been used in a manner other than intended. Perhaps the device was clamped in some way? As indicated by the manufacturer, this suction tube is very delicate, having a very small tube diameter of only 1mm. We have determined that the root cause of the failure was user misuse. We have not seen this problem with this device previously, and we would not expect to see this problem re-occur, provided that the device is handled appropriately.